Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 1. The customer reloaded the cartridge and received a minimum fill message. Reportedly, the customer stated 222 units of insulin should be in the cartridge. In addition, when attempting to fill the cartridge, the syringe would not allow her to insert insulin. Reportedly, the customer was unable to press down on the syringe. During a follow up call on (B)(6) 2016, the customer reported a low blood glucose (bg) level of 260 mg/dl due to the reported issues. A manual injections was delivered to address bg levels. The customer changed the cartridge and new syringe and was able to successfully complete the load process.